Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. No abnormalities that could have contributed to this event were found during device history records review. The patient data revealed that the treatment report does not show any abnormalities related to the application. Device settings are as per recommendation. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A patient complained of near vision being not as crisp in the left eye post laser assisted corneal inlay procedure. Patient notes that near vision has improved since last exam. Patient rarely use past reading glasses. Patient squints quit a bit to read up close. Patient feels dryness with a burning sensation. Artificial tears and cyclosporine ophthalmic emulsion are being used. Patient is to continue drops and another doctor will be consult to discuss options about having lasik done for distance and near.